Event description:
The hosp reported that during preparation for a coronary artery procedure, two valves were observed to be missing on the acrobat suv vacuum tubing when the package was opened. A replacement device was used to complete the procedure .the hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).